Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 11, 2020.

Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient experienced intermittency and a performance decrement with device use. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.